Event description:
It was reported that two guide wires were being used in the lesion, a whisper and a bmw, and that during use of the guide wires, the whisper guide wire caused a perforation. The 3.5 x 12 mm graftmaster was selected for treatment of the perforation; however, it would not cross through the vessel to the lesion. A 3.0 x 12 mm graftmaster was selected for use; however, this also would not cross through the vessel for treatment of the perforation and during removal of the device from the pt, the stent implant dislodged from the balloon. A small dilatation balloon was inflated inside the dislodged stent, and the stent was able to be removed from the pt. The pt at this time was sent for surgery to treat the perforation. The pt is reported to be recovering from surgery. No add'l info was provided.

Manufacturer narrative:
(B)(4). The 3.5 x 12 mm graftmaster (part 12745-12, lot 604650) and the hi-torque whisper (part 1005357hj, lot unk), indicated are each being filed under separate MFR#'s.